Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was implanted in a patient for approximately 3 months. According to the complainant, when the stent was attempted to be removed, the stent broke. It was reported that resistance was met, however, weak force was applied by the physician. The physician was able to remove the stent using forceps. The stent was found to be stretched. The patient was reported to be in "good" condition at the completion of the procedure.

Event description:
A health care provider reported customer received erratic readings of 460 mg/dl, 247 mg/dl, 400 mg/dl, 467 mg/dl and 323 mg/dl from their freestyle freedom lite meter at the health care provider's office. The health care provider also reported providing customer an unknown treatment which caused customer to experience symptoms of seizure. It is unknown if there was any treatment given to the customer to counteract his symptoms. The health care provider refused to complete the medical survey. Adc customer services attempted to contact the customer for additional information but without any success. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: according to the health care provider, the reported readings were obtained within ten minutes. The results were plotted on a parkes error grid and fell into the "b" zone showing the difference in values was not clinically significant.

Manufacturer narrative:
The date received by manufacturer on follow-up #1 should have reflected the date of (B)(6) 2010. As per the arrangements discussed with (B)(4) at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(4) 2011 letter addressed to (B)(6).

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This is a final report.